Event description:
This ra lead was implanted on (B)(6) 2012 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that atrial pacing lead impedance out of range. There have been previous excursions up to 3000 ohms. The physician was dr. (B)(6) at (B)(6) cardiology in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).